Event description:
This event was reported as valved conduit explanted from the pulmonic position due to pulmonic conduit stenosis, after 7 years and 8 months implant duration. No further info was provided.